Event description:
Blood was unable to collect. A leak occurred from the vessel insertion point when flushing.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.